Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): iml49b52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had undersensing and was not pacing appropriately. The ra lead also had high impedance and a possible fracture. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.